Event description:
While using a byte day aligners, patient experiencing difficulty chewing, their bottom teeth are not lined up with top teeth. They feel that their jaw is crooked. Confirmed that patient has slight posterior open bite on right and left side. Patient advised 3-day rest and then to alternate u aligner for 14 days. Patient to keep updating and will re-evaluate bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.